Event description:
The customer reported that a colleague infusion pump had a failure code 810:11. The infusion rate was 50ml per hour and the device failed 34 minutes into the infusion. The customer was returning the loaner pump for recertification. The failure code resulted in a stopped therapy while a patient was connected. This occurred on a general patient ward. It was reported that there was no moisture in the tubing channel. According to the customer, there was not an adverse event, patient injury or medical intervention associated with this report. There is no further complaint information.

Event description:
The facility reported a flo-gard infusion pump which over-delivered an unknown amount during biomed testing. There was no patient injury, medical intervention necessary, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B) (4)the pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all information known by the reporter at this time.

Manufacturer narrative:
(B) (4). The facility reported, a flo-gard infusion pump which over-delivered during bio-medical testing. However, this condition was not confirmed nor reproduced during product evaluation. The pump's delivery accuracy was tested using a rate of 200ml/hr with a volume to be infused of 35ml. The pump delivered 37.1ml, which is within the specified accuracy range. No repair was necessary.